Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged usb port damaged issue was verified. No failure related to the reported not charging issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port had damage/debris resulting in difficulty charging the pump unless the cable was placed at a specific angle. Customer's blood glucose level was 111-112 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.